Event description:
A temperature alarm was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined to document further details. Customer reverted to an alternate method of insulin therapy.